Manufacturer narrative:
Updated fields - b4, d8, e1(initial reporter), e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The compressor output/cycling test was okay, the compressor temperature was okay, and the all manifold test was okay. The fse cleaned the fans as a precaution. The iabp was in good, working condition.

Event description:
N/a

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was experiencing system overheating during use on patient. No injuries or harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is (B)(6). Due to character limitation in e1 for event site address name, full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.